Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
Could you please open a complaint for an account in (B)(6)? The patient has a medstream pump that on interrogation after an MRI was found to be empty two weeks early. The patient was in the hospital for a non pump related issue. I will send a detailed report asap.

Manufacturer narrative:
Upon completion of the investigation it was noted that the it was not possible to investigate the complaint as no sample was returned for evaluation. Several attempts to have the complaint sample returned to us have been made, with no reply. If the sample is returned in the future, this complaint will be re-opened and evaluated. The review of the device history record was not performed as no product code and serial number were provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.